Manufacturer narrative:
(B)(4). The device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery, the surgeon was trialing a size 5 insert. He wanted to go up a size, so he used the trial extractor to remove the insert. While removing the insert, one of the prongs on the trial extractor broke off. The piece was removed from the patient and not left in. No surgical delay.